Event description:
It was reported that during insertion through the sheath, the brady lead did not advance smoothly. During repeated attempts to insert and retract the lead, it appeared that the lead helix may have caught on a venous valve or the vessel wall. When the lead was removed and inspected outside the body, the helix was found to be deformed. A new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed stretched out helix and dried body fluid was noted in the helix housing which is normal for active fixation leads. Allegations were confirmed based on the observation of a deformed helix. In addition, the electrical continuity testing passed, and stylet insertion test passed without issue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.